Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp discontinued treatment and set up new supplies. Per hp, there was no pt injury or medical intervention as a result of incident.